Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 39 mg/dl. The customer was treated with food. After the troubleshooting was done, the customer advised to monitor pump and speak with their health care provider regarding the low blood glucose.